Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 04/29/2024. An investigation was conducted on 05/09/2024. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the intact heater wire. There were no visual defects observed on the intact clear silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and did not shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period, but remained activated, only shutting off when the pressure on the toggle was self released. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. A temperature and resistance test was not conducted due to the device remaining activated. A temperature and resistance test was not conducted due to the device remaining activated. An engineer evaluation was conducted on 03-jun-2024. The complaint device was connected to the complaint lab¿s hemopro power supply (c-vh-3010), hemopro2 adapter (c-vh-4020), and hemopro2 extension cable (cvh- 4030). The on/off power switch on the hemopro power supply (c-vh-3010) was moved to the on position and the thumb toggle on the handle of the complaint vh- 4000 hemopro2 tool was pulled back to the activation (power on) position. The complaint vh-4000 hemopro2 tool heated up normally. When the thumb toggle on the handle was released, it returned to the off position and the heating element in the jaws stopped heating. This is normal. The complaint vh-4000 hemopro2 tool was cycled on and off an additional twenty times. The complaint vh-4000 hemopro2 tool intermittently remained activated. Each time the device did remain activated, it required that the thumb toggle be manually move forward to turn off the heating element in the jaws. This is not normal. The handle of the complaint vh-4000 hemopro2 tool was opened to investigate the cause of the device remaining activated, after the thumb toggle on the handle was released from the on position. The thumb toggle and switch were removed from the handle of the complaint vh- 4000 hemopro2 tool. It was observed that the switch lever was bent in an upward direction. Using digital calipers, bmram ID# 14067, the switch¿s operating point (o.p.) Was measured to be 10.74 mm which is outside the switch¿s operating point specification tolerance of 9.10 ± 0.8 mm. It was determined that the upward bend of the switch lever had shifted the normal off position of the thumb toggle. This resulted in having to manually move the thumb toggle forward to shut-off electrical energy to the heating element in the jaws when the complaint vh-4000 hemopro2 tool remained activated. See attached engineer evaluation memo. Based on the returned condition of the device as well as the evaluation results and engineer evaluation, the reported failure "device remains activated" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. A lot history record review was completed for lots 3000381397, 3000362502, and 3000356318 the last 3 lots shipped to the account prior to the event/aware date. For lot # 3000381397. There were no ncmrs, rework, or deviations documented for this lot shipped to the account. For lot 3000362502. There was an ncmr , rework, or deviations documented for the reported lot number. For lot 3000356318. There was an ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 cautery device continued to send energy to the jaws after releasing the activation button. It would only stop sending energy to the jaws with an active, complete retraction of the toggle button. The power supply continued to 'beep' indicating energy to the jaws. The power was set to 3. The user had to actively pull the jaws back all the way for the energy to stop. This was an unusual requirement from normal use from an experienced hemopro user. This continued through multiple uses on various branches. A second hemopro kit was already opened for this case - for a radial artery harvest. The user traded out the cautery device when the other harvester was done with the radial procedure. That resolved the issue and the procedure was completed without further issues. 1-2 minutes of added procedure time to switch out cautery devices. There was no patient injury.